Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The patient was at an MRI appointment and the hcp stated they could not connect to the patient's ins. The hcp reported they were getting a 'device not responding' message. The following troubleshooting was performed during the call: ensured the communicator was powered on (hcp noted there was a solid blue light on the communicator), ensured the hcp was using the correct app, ensured the communicator was right on top of the ins, and reset both the handset and the communicator. The issue was not resolved through troubleshooting. The patient was redirected to follow up with their managing hcp. It was reviewed with the patient that their ins may be at end of service (eos). Additional information was received from the patient. They reported that the cause of the connection difficulties was not determined, and the most likely cause was a lack of communication between the [controller] and the device. The patient stated the issue was not caused by normal battery depletion. To resolve the issue, the patient stated the manufacturer representative (rep) called and walked them through it. The patient stated the device did not function in their body; [it was] turned off. Additional information was received from the patient. They reported that the device was not working properly, and they needed it reinstalled or removed. The patient stated they contacted the rep and made connection. It was unknown if the issue was resolved. Additional information was received from the patient. They reported that device replacement/removal was planned, and the surgery date was to be determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.